Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (0.5mg/ml at 0.99970mg/day) and bupivacaine (7.1mg/ml at 14.1958) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had an empty pump reservoir. The pump was interrogated on (B)(6) 2016 and it showed that pump reservoir was empty. A low reservoir alarm and empty reservoir alarm had occurred. The reservoir volume on the logs showed 0ml. Interventions included reprogrammed to dilaudid 2.5mg/ml at 1.5020mg/day and bupivacaine 30mg/ml at 18.023mg/day, the pump was refilled on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. The relationship of the event to the device or therapy was noted as "related." Empty reservoir was secondary to non-compliance. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via a clinical study. The empty pump reservoir was due to non-compliance of the patient. The patient had pain, but not increased pain from baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.